Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient exhibited pre-syncope and paramedics reported the patient experienced bradycardia. Upon review, the patient's symptoms were not suspected to be device or lead related. Chronic decreased right ventricular pacing lead impedance was observed. It was also suspected that the patient's implantable cardioverter defibrillator exhibited undersensing. Noise resulting in inappropriate high voltage therapy and diaphragmatic stimulation were also noted. The patient¿s tachycardia therapy had been disabled for over a year. On (B)(6) 2019, the patient's right ventricular lead and device were explanted and the patient was downgraded to a pacemaker. No further information was provided.